Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas did not pair with a dexcom g7 sensor despite multiple guided attempts to switch sensor types, reenter the sensor code, restart pairing, and reboot the ilet, while the dexcom mobile app continued to receive glucose readings. Symptoms included no glucose data available on the ilet due to sensor pairing failure. Outcomes included inability to proceed with ilet setup and enter weight to initiate bionic mode, with no reported alerts, injuries, or medical interventions. Investigation included user education, device settings review, confirmation of sensor pairing code, ilet restart, and removal of potential radio interference by powering off a dexcom receiver prior to reattempting pairing. Investigation of this case revealed a failure of the ilet to establish a bluetooth connection to the dexcom g7 sensor while the sensor itself functioned with the dexcom app. It was concluded that the event involved a communication failure between the ilet and the cgm sensor, with the responsible device not conclusively identified.